Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cabinet 1 drawers 01 and 02 failed to open. A field service engineer (fse) replaced drawer control board and drawer board for number one and configured drawer board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open when user attempted to issue item. On the populate buttons page, cabinet 01 drawers 01 and 02 were displayed as device not found, indicated a potential hardware failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.